Event description:
It was reported that the insulin pump alarmed an error and did not transmit a radio frequency signal from the meter. The blood glucose reading was 95 mg/dl. The customer's mother declined troubleshooting for the radio frequency issues and requested replacement of the device. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the self test and was unable to communicate with the blood glucose meter due to a faulty connector on the radio frequency board. The insulin pump was unable to upload due to an alarm for corrupted history files. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.